Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the instrument blade was bent. The instrument was placed on the in-house da vinci system and it failed homing. The instrument blade was extracted for further inspection and the instrument blade was found to be bent and causing cable interface. The instrument could not be tested for cutting or sealing due to the blade exposure. Failure analysis concluded that damage was likely due to mishandling. Additional observation was damaged conductor wire. The conductor wire exhibited a small scratch closer to the grips that could potentially have missing material. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damaged wire with missing material found during failure analysis could cause or contribute to an adverse event if to reoccur.

Event description:
T was reported that during a da vinci hysterectomy procedure, the vessel sealer instrument mis-fired, the instrument cauterized, but it wouldn't cut. There was a delay. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.